Manufacturer narrative:
Section h11 corrected lot# to 65446ud00. A review of tickets determined that there is normal complaint activity for alinity creatinine ln 4t91 lot 65446ud00. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. Retain file kit testing met all acceptance criteria and the product is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity creatinine ln 4t91 lot 65446ud00 was identified.

Event description:
The customer reported a falsely elevated creatinine2 result generated on the alinity c processing module on a 59-yr old patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 7.0 / 2.74 mg/dl, another alinity = 2.76 mg/dl. New sample drawn in the emergency room at another laboratory = 0.7 mg/dl; this sample sid (B)(6) = 0.7 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
.A review of tickets determined that there is normal complaint activity for alinity creatinine ln 4t91 lot 64554ud00. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. Retain file kit testing met all acceptance criteria and the product is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity creatinine ln 4t91 lot 64554ud00 was identified.

Event description:
The customer reported a falsely elevated creatinine2 result generated on the alinity c processing module on a 59-yr old patient. The following results were provided: on (B)(6) 2024 sid (B)(6) = 7.0 / 2.74 mg/dl, another alinity = 2.76 mg/dl. New sample drawn in the emergency room at another laboratory = 0.7 mg/dl; this sample sid (B)(6) = 0.7 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine2 result generated on the alinity c processing module on a 59-yr old patient. The following results were provided: on (B)(6) 2024, sid (B)(6) = 7.0 / 2.74 mg/dl, another alinity = 2.76 mg/dl. New sample drawn in the emergency room at another laboratory = 0.7 mg/dl; this sample sid (B)(6) = 0.7 mg/dl . No impact to patient management was reported.